Manufacturer narrative:
Device received unable to perform the displacement test due to partial broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer insulin pump had reservoir compartment had cracked. The customer blood glucose level was 10.0 mmol/l. The customer reported is worried that reservoir will not stay in. The insulin pump will not be returned for analysis.